Manufacturer narrative:
Evaluation: recliner mechanism.

Event description:
It was reported by service report that the backrest on recliner falls back under patient weight and footrest comes up with little force. No patient involvement or adverse consequences are reported.